Event description:
It was reported that (1) device was used during a recto-sigmoid obstruction. It was reported by the affiliate that after resecting the involved colon and preparing the two ends, on application of the device, it was noted that a few of the actual suturing, material from the lower ring, were stuck out so that the sharp ends of the metals (titanium) could easily be seen, upon turning the device open. The fact that the device was the only one available and it was around midday of the last day of the week, and thinking that by application of the device, the questionable mal-position of some suturing material, in the set could be corrected by itself. The surgeon proceeded and used the cdh33. On controlling the device and the anastomosis, it was noted that about 25% of the periphery of the anastomosis had not been sewn by the device, which exactly coincided with the area where the pins of the suturing materials were stuck out. At this time the surgeon decided to remove the anastomosis rim and hand sew anastomosis was done. Of course at the beginning of the procedure a transverse colostomy had been done. The operation lasted 5 hours and 45 mins. The postoperative course was uneventful.